Event description:
The customer called to report a motor error alarm. Troubleshooting was performed and the insulin pump failed the displacement test. The reported blood glucose reading was 117 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.